Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a liquid leak underneath the flow cell of the unicel dxh 800 coulter cellular analysis system. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the differential and nucleated red blood cell (nrbc) chambers were overflowing. The fse cleaned and reinstalled the differential and nrbc chambers and tubing on the differential chamber.

Manufacturer narrative:
Evaluation, results: differential and nucleated red blood cell mixing chambers. (B)(4).